Manufacturer narrative:
The complaint record reasonably suggests that no further information can be obtained to complete a full assessment.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was unknown. The customer stated that they were hospitalized from being unconscious. The customer did not state anything more about the hospitalization. The customer stated that their sensor glucose readings were way off from their blood glucose readings. No further information was provided.